Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software product ID (B)(6), serial# (B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that they kept getting error messages when they tried to bolus. The patient stated that this morning, they got a system error message that said to contact medtronic technical support with code ¿0x4ea5676d¿ and before today, they have seen code 156. The patient stated they restarted the handset last night. They have been going to "device care" in the settings app and clearing memory. The agent walked the patient through restarting the handset. The patient then mentioned that the handset is 'so slow' and it took 3 minutes to get a bolus. The patient confirmed that it was lagging at 90 percent. The agent assisted the patient with clearing data from the handset. The patient connected to the pump and delivered a bolus without issue. The agent reviewed how to close all apps. The patient will monitor lag issue and call back if further assistance is needed.